Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's device stopped working a year prior to the report (in 2018), so the ins and lead were completely removed on (B)(6) 2019. No symptoms were reported. No further information was provided so follow up will be conducted to try and obtain additional information. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the ¿device stopped working¿ meant the device no longer controlled their pain; not that it wasn't functioning. The implants were discarded.